Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that patient underwent a surgical procedure for a pubovaginal sling and medtronic stage I and stage ii implantation (implantation of permanent lead and battery) on 04/10/2012 due to stress urinary incontinence and urinary urge incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence. No additional information was provided.